Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery during a bolus attempt. Her blood glucose at the time of incident was 503 mg/dl. No mention of treatment or symptoms of the hyperglycemia occurred. Troubleshooting was initiated for the no delivery alarm: the customer was unable to prime successfully. The customer then disconnected and reconnected the same reservoir and ran a prime: this time the prime was successful. The customer was advised that her insulin pump was working as designed. No products were returned or replaced.